Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produce lo reading on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo result. The customer's expected non-fasting blood glucose test result range is 40 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is unknown and customer cannot verify. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of the lo in the meter's memory. I spoke to the customer's wife. The customer is concerned that he was getting e5 and the lo on the meter when he performs his blood test. The customer was advised the lo could mean the blood result is below 20mg/dl. The customer says the result is not below 20. He is not having any symptoms of low blood sugar. The customer has not had any changes in his diet. Customer takes his blood tests non fasting. The customer was advised that he has to wait 2 hours after a meal to test in order to get an accurate result. Unable to perform back to back blood test as the customer does not know when the test strips were open and it could have been over 4 months ago.